Event description:
It was reported that the patient's left knee was revised due to tibial pain. Intra-operatively, the following were observed: osteolysis and fracture of the medial tibia, and the insert appeared to have been pitted. The baseplate and insert were revised.

Manufacturer narrative:
An event regarding periprosthetic fracture and osteolysis involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device has bone cement residue on the distal side. Minor scratches are also visible on the surfaces of the device. Damage is consistent with attempted implantation/explantation. No wear is visible on the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to tibial pain. Intra-operatively, the following were observed: osteolysis and fracture of the medial tibia, and the insert appeared to have been pitted. The baseplate and insert were revised.